Manufacturer narrative:
H3: product analysis found that visually, the inner shaft was broken 0.51 inch from the distal end of the inner hub to the broken point. There were traces of a white residue observed on the broken shaft and traces of a brown residue found on the bushing. The distal end of the inner hub was deformed when returned (the outside diameter of the hub). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.329 inches in undamaged area and up to 0.353 inches in deformed area which was out of specification. There were traces of contamination found on the outer tube, and the diamond tip. The distal end of the outer tube was damaged when returned. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the intra operation, the bur was broken and stuck with handpiece and user was unable to remove the bur. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.